Manufacturer narrative:
Correction: date received by manufacturer: 01/30/2017.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smear and air bubbles with the incident lot was observed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance blood collection tubes gel smearing. This was noticed before use and no injury or medical interventions were reported.